Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and a bent cannula. Customer treated with a shot. Troubleshooting found that the pump also alarmed no delivery. Customer's blood glucose was unknown at the time of the call. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction as it appeared that the pump was operating as designed.